Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. A dirty reservoir was noted. Visual inspection of the device was able to confirm the reported event. There was what appeared to be dirt on the reservoir walls and the float switch caused by incorrect recirculating solution being used in the device. The flow path and reservoir were flushed out and cleaned with alcohol to resolve the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that there was debris found inside the tank, internal components needed to be cleaned. There was no additional information available.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. A dirty reservoir was noted. Visual inspection of the device was able to confirm the reported event. There was what appeared to be dirt on the reservoir walls and the float switch caused by incorrect recirculating solution being used in the device. The flow path and reservoir were flushed out and cleaned with alcohol to resolve the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that there was debris found inside the tank, internal components needed to be cleaned. There was no additional information available.